Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of "type 2 diabetes", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with 5.65ml of juvéderm® volite¿. A little after one month later, the patient received a touch-up injection on the right cheek with 1.05ml of juvéderm® volite¿. Approximately one year and eight months later, the patient was diagnosed with non-device related ¿type 2 diabetes.¿ the same day the patient started taking metformin. The event is ongoing. This is the same event and the same patient reported under patient identifier: (B)(6) (emdr-73445). This emdr is being submitted for the touch-up injection.

Event description:
Correction: healthcare professional (hcp) reported a clinical patient was injected in the cheeks bilaterally with 5.65ml of harmonyca with lidocaine. About one month later, the patient received a touch-up injection on the right cheek with 1.05ml of harmonyca with lidocaine. This is the same event and the same patient reported under patient identifier (B)(4). This emdr is being submitted for the touch-up injection.

Manufacturer narrative:
Corrected data: b5.